Manufacturer narrative:
(B)(4). Batch #: u5em9k. (B)(4). Investigation summary: this is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a gold cartridge on a tyvek that belongs to gst60d reload, with lot u40t5k. In the cartridge could be seen two protruding staples legs on the proximal end. The second photo shows the cartridge from the proximal end with two protruding staples legs. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on the reload analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.,according to the information received the gst60d reload, staple retaining cap issue. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received unfired and with the reload deck damaged. During the analysis , one staple was noted to be missing along the staple line, this staple do not create a fluid path. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check.

Event description:
It was reported that at the moment to open the reload gst60d with batch u40t5k comes with a staple out of its pocket and folded. No patient consequences reported. No further information is available.